Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he had an extreme low for his body. His blood glucose was initially 86 mg/dl, and after eating 50 carbs for dinner it increased to 160 mg/dl. He then treated for 40 carbs and when he checked his blood glucose it was 60 mg/dl. His blood glucose kept decreasing from there so he drank a lot of orange juice. When he checked his sugar an hour later his blood glucose was 580 mg/dl. When he woke up this morning it was 540 mg/dl. Troubleshooting was initiated for the low blood glucose. The hypoglycemia has been occuring for the past two or three days. The customer's priming technique was reviewed and it was fine. The customer recently noted that he found his infusion set line was crooked. A displacement test was performed and the pump passed. A self-test also passed. The customer was advised to contact his doctor about the lows. Troubleshooting for high blood glucose was declined since he knows he ate too much. No products were shipped or returned.